Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had scratches on screen, changing batteries every other week and occasional grinding from piston when priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device primed properly during testing. No prime/fill anomaly noted. Device was monitored for two days. No charge/battery anomaly, unexpected low battery alarm or off no power alarm noted. No drive/motor anomaly, motor error alarm or unexpected motor grinding noise anomaly noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.